Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.3a. The criteria is <55a. Pass. Meter setting, audio and all buttons function are ok. Tested the suspected meter with in house control solution and retain strips (strip lot number:d150904-1). The control solution tests for level low are 62/59 mg/dl, for level high are 283/291 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass. Patient also returned the suspected strips(strip lot number:d150904-1), but there was only one strip left in the bottle. We tested the returned 1 strip on the control solution level low. The control solution tests were 62 mg/dl. The request control solution ranges are: level low 25~70 mg/dl. Pass.

Event description:
Our importer, (B)(4), received a call on 05/19/2016 reporting a medical intervention that occurred on (B)(6) 2016 at 7:30am. Patient stated that the prodigy meter was giving him readings that were too high. Patient did not remember the actual reading on the prodigy meter at the time of the event but just knew that it was high. Patient was not experiencing any symptoms at the time of the event. Patient had taken his normal daily dosages of medications prior to the event. Patient's normal blood glucose reading around the time of the event is between 120-130mg/dl, patient went to a walk-in clinic. Patients's blood glucose reading upon arrival at the clinic was 120mg/dl. Patient's total stay at clinic was 30 minutes. (B)(4) sent replacement and prepaid envelop requesting return of suspect system.